Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle breaks off during use npe. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ iii pen needle broke off during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spouse of consumer reported the pe of the pen needles are bending during injections. Stated that because of the bent pen needles a second injection has to be done. Stated this has happened with 2 different boxes. Stated approximately half of the pen needles from each box were affected. Stated some of the needles from the 2 boxes also broke off. Stated most recently they had difficulty last night."